Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly. The customer¿s blood glucose (bg)was "high", although specific value was not provided. A manual correction injection was given to address bg. The customer reverted to an alternate method of insulin therapy. It was also reported that the pump shut off unexpectedly and that the pump touchscreen timed off sooner than expected. Reportedly, customer continued to use the pump for insulin therapy.